Manufacturer narrative:
The reported event occurred on a cobas s201 instrument with serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. The customer's allegation of discrepant results was substantiated; however, no harm was alleged, and the questioned reactive results did not lead to an organ donation rejection. A review of batch trend analysis and complaint history for lot f31699 did not identify any trends. The device remained in operation at the customer site. Medwatch field e1: email address was provided as (B)(6).

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The allegation involved a pool of 6 samples that generated a reactive result for hiv with a cycle threshold (CT) value of 42.6. The customer noted that the growth curve displayed in the amplilink software was unclear. When the sample in question was tested in a resolution pool of 1, a non-reactive result was generated. The customer subsequently retested the same sample and obtained another non-reactive result. The donation associated with the sample was released.